Event description:
This lead was removed and replaced on (B)(6) 2010. The pt never responded to crt and the physician wanted to try a new position and needed a smaller lv lead. There were no adverse events reported for this pt. The hosp retained this device. Should additional info become available this file will be updated.